Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker presented to the clinic for routine device reprogramming. However, upon interrogation, the device was found to be operating in safety mode. No adverse patient effects were reported. The device remains implanted pending a replacement procedure planned for within two days.